Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges would not fit onto the pump. The customer's blood glucose level was 550 mg/dl and was addressed with a manual injection.

Manufacturer narrative:
The manual injection was administered by the customer's doctor.